Manufacturer narrative:
Date rec'd by MFR: 12aug2019. Date of report 27aug2019. The manufacturer¿s field service engineer (fse) remotely confirmed the unit would not turn on at all, and no light emitting diode (led) in the power switch. The customer found the power cord bad, replaced it and the unit will now run as expected on an alternating current (ac) power, but dies as soon as ac power is removed. The battery (led) light emitting diode was flashing, and the battery information was good. The customer had the battery charging for a couple hours, battery voltage was 12.92, and increased to 12.93. The fse remotely advised to allow the battery to fully charge, as indicated by the battery led going steady on. The fse reports the battery stayed at 12.9 for hours then it jumped up all the sudden then it climbed fast after that. The other tech that is trained tested it out and everything passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02aug2019.

Event description:
The customer reported the unit will not operate on battery power. There was no patient involvement.